Manufacturer narrative:
The device was scrapped by stryker.

Event description:
It was reported that prior to a surgical procedure at the user facility a foreign substance was draining from the tip of the device. The device was prevented from being used in the surgical procedure. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that prior to a surgical procedure at the user facility a foreign substance was draining from the tip of the device. The device was prevented from being used in the surgical procedure. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.